Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 did not provide energy from the beginning of the erah case. The toggle was fully slid backwards to deliver energy to the jaws the click was not felt indicating activation. There were no attempts to change out the power supply or adapter. Another device was used to complete the case. The device was not tested before the procedure. Power setting at 3. The patient was not harmed and no additional time was added to the case.